Event description:
Per the clinic, the patient experienced performance decrement and it was reported that open circuits were noted on 10 electrodes. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.